Event description:
A pt with a unipolar implantable pulse generator (ipg) and a lead adapter experienced intermittent loss of output and high lead impedance. An invasive analysis found body fluids in both the ipg lead port and lead adapter. The ipg lead port and adapter were cleaned and reimplanted with no further problems. The lead adapter was also submitted for a serious injury report on 8/28/95.